Manufacturer narrative:
(B)(4). The customer called back within a week and stated that they called their own biomed from a partner hospital to come and check the unit. The biomed recalibrated the unit, and the issue was resolved.

Event description:
The patient reported a unit that was displaying the "circuit occlusion" alarm, and could not be reset. The unit was on a patient at the time of the incident. There was no harm to the patient. The patient was transferred to another unit. Field service was dispatched to check the unit and see if it was calibrated.